Event description:
Customer has reported a power board failure. The power board was analysed upon reception. The reported issue was not confirmed.

Event description:
Customer has reported a power board failure.